Manufacturer narrative:
H3: product analysis: evaluation determined that tool was fractured/ broken off at end, burr still attached though. The most likely cause of failure might be the tube may have had failed bearings that may have not supported the tool, causing it to fracture. The telescoping tube that was used with this tool might have been past its useful life and caused the tool to fail/fracture. It was noted that some small discoloration on stem of tool, possible due to heat distress and the heat marks and rings are seen on stem of tool near fracture. The user manual contains the following warning "worn attachment or tube bearings. Try another attachment or tube to isolate the location of the problem. If the tube is failing, dispose of it and use a new tube" this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that tool broke inside the tt12c tube. There were no fragments left inside the patient and there was delay of 10min in procedure as a result of this event. The procedure was completed with the backup product. No additional intervention was performed or planned as a result of this event.